Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow keypad button had been intermittently unresponsive and required multiple hard presses to elicit a response; and the button was now unresponsive. The reporter denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump under a garment and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) with the following findings: during testing the up arrow keypad button was found to be unresponsive. During investigation, evidence of contamination was found under the ok, up, and down key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.